Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had no therapy issue and was met for a routine ins check and standard programming. Electrode 7 was found to be > 10k ohms. Electrode 7 was not used in programming and the patient felt stim on both leads. No further complications were reported.